Event description:
On (B)(6) 2012, during a operation of hansson pin, the surgeon didn't take the introducer off the proximal pin. Then he tried to pull the distal drill by the power tool. The power tool came in contact with the introducer and the tip of inner introducer was broken and stayed in the body. The surgeon tapped the end of inner pin of the distal pin because he was not able to use the introducer. Then the distal pin got deeply and became difficult to extract. After all, only the outside of the distal pin is left in the body and the operation was finished.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.